Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash / skin condition"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, alopecia, fatigue, migraine, headache, weight decreased and tooth disorder had resolved and the fibromyalgia and hypothyroidism outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hypothyroidism, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), hair loss, fatigue, migraine, headaches, weight loss, dental problems, allergy: rash / skin condition, fibromyalgia / hypothyroidism were added. Outcome of event dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), hair loss, fatigue, migraine, headaches, weight loss, dental problems, allergy: rash / skin condition were updated as recovered / resolved. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.